Event description:
The user reported that during a percutaneous transluminal coronary angioplasty procedure the thumbwheel on the hemostasis valve could not be tightened. No harm or injury was reported.

Manufacturer narrative:
The suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.